Event description:
It was reported that this pacemaker system is exhibiting noise oversensing on the right atrial (ra) and right ventricular (rv) leads. The healthcare provider (hcp) stated there has been a history of noise since 2016. The patient was noted to be pace therapy dependent. Ts indicated that the noise is roughly the same amplitude as the patients p-waves and provided guidance on possible sensitivity programming changes but noted that the only real way to fix the issue is to perform a lead revision procedure. The hcp indicated they have not wanted to perform a lead revision procedure on this patient. The products remain in-service. No patient symptoms or adverse patient effects were reported.